Event description:
It was reported that pump displayed a cartridge change error and customer was unable to load cartridge or get drops during tubing fill. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned cartridge area as instructed, attempted to reload cartridge without success, and was escalated to additional troubleshooting, after which pump and cartridges were arranged for replacement; customer was instructed on storage mode, return process, and setup of replacement pump, and planned to contact healthcare provider for backup insulin therapy.